Event description:
Refer to h10/h11 for follow-up information. Patient information: age and unit: 38. Gender: female. Weight: 67. Ethnicity: na. Race: na. Please provide any relevant tests, results and date performed. Na. Please provide any relevant patient history, including pre-existing medical conditions. Na.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed additional follow-up and received patient-related information on 13-july-2021. The patient was a 38-year old female who weighed 67 kg. No further details were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenanculum forceps instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. As a result, non-intuitive motion may be observed. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additionally, there were observations not reported by the site: the housing was removed and the instrument was found to have a dislodged flush tube guide. Also, the instrument was found to have a broken chassis. The broken piece was returned, measuring roughly 0.591¿ x 0.270¿ in size. Fa concluded that the root cause of both these failures is attributed to mishandling/misuse.a review of the instrument log for the tenanculum forceps associated with this complaint and completed its investigation. Per logs, the tenanculum forceps was last used on (B)(6) 2019 on system (B)(4). The instrument had 5 lives remaining.this complaint is a reportable event based on the following:the tenanculum forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. It was reported that during a da vinci-assisted surgical procedure, the instrument was not moving properly and it had a broken cable. Failure analysis found the instrument to have a broken pitch cable at the distal clevis hub and the broken cable segment that contains the crimp was missing from the clevis. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available, the complaint will be re-evaluated.blank MDR fields:follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5, g7, h7, and h9 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was not moving properly and it had a broken cable. The procedure was completed with no reported injury.